Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight is not available for reporting. This report is for one (1) unknown 5.0 mm ti locking screws w/t25 stardrive recess for im nails/sterile (part #04.005.xxs), unknown part / unknown lot. Implant date was provided as (B)(6) 2016. Complainant part is not expected to be returned for manufacturer review/investigation. Without a part number, 510k number is unknown without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent a revision procedure on (B)(6) 2016 for a refracture just below the implanted tfn-advanced proximal femoral nailing system (tfna) nail. Surgeon removed one (1) 12 mm/130 deg titanium cannulated tfna 170 mm - sterile short nail, one (1) tfna screw 95 mm - sterile, and one (1) 5.0 mm ti locking screws w/t25 stardrive recess for im nails/sterile easily with no fragments generated. He then implanted a long tfna nail, lag screw and two distal screws. Routine intraoperative x-rays were taken. There was no surgical delay and no patient harm. The procedure was completed successfully. The patient was implanted with the hardware in (B)(6) 2016 by a different surgeon. The femoral fracture/delayed union occurred on an unknown date. This report is for one (1) unknown 5.0 mm ti locking screws w/t25 stardrive recess for im nails/sterile. This is report number 1 of 3 for (B)(4).